Event description:
The analyzer had a plugged reagent metering probe which could have resulted in false pt results. At the time the plug occurred both pt and quality control samples were being analyzed. There was no report of pt harm as a result of this occurrence.